Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two bulbs radiated poor light. Event details and patient involvement are unknown. Additional information has been requested.

Event description:
Additional information has been received indicating that a single port was involved and the second port was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).